Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
A customer reported he received on his freestyle lite blood glucose meter readings of 227 mg/dl, 184 mg/dl and 224 mg/dl. The customer also reported he self-administered 38 units of lantus (insulin) based on doctor's/specialist recommendations and experienced symptoms of blurred vision, sweatiness, shakiness and loss of consciousness. The date of the medical event was reportedly on (B)(6) 2010 in the evening. Paramedics were called and the reported treatment was glucose intravenously. The customer reported he was transported to a health care facility where he was diagnosed with hypoglycemia, but no further medical treatment was required. There was no report of death or permanent impairment associated with this event.